Manufacturer narrative:
(B)(4) (film evaluation).

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Moderately tortuous vessels and aorta. Evaluation, conclusions: moderately tortuous vessels and aorta. An internal review of returned films confirmed an endoleak, near the mid-length of the stent graft system. The type and cause of the endoleak could not be determined.

Event description:
It was reported that the patient had multiple issues primarily respiratory failure while in the ICU and expired.

Event description:
It was reported that the patient presented with a large, persistent type 1 endoleak with sac enlargement. Six days later the patient had open chest tevar repair to place a proximal extension across the left carotid artery and the innominate artery to seal the type 1 endoleak. The patient lost 2000cc of blood during the procedure while sewing the trifurcate graft to the fragile ascending aorta. No additional clinical sequelae were reported, and the patient is fine. Films were received and reviewed: a large endoleak was visualized from the CT's at the 5-month followup; likely a proximal type I endoleak. The cause of the endoleak could not be determined.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform thoracic aortic aneurysm that is 6.1 cm in diameter approximately two months ago. The access vessels were moderately tortuous; the aorta is moderately tortuous with mild calcification. It was reported that a recent CT demonstrated that there was an unknown endoleak present. Further intervention will not be performed right now; the patient will return for regular follow up appointments. No clinical sequelae were reported, and the patient is fine. (MFR report# 2953200-2011-01641, 2953200-2011-01642).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (respiratory failure). Conclusion: device failure/lack of effectiveness related to patient condition (respiratory failure).